Event description:
It was reported by the patient that they were experiencing an increase in seizures. The patient is being referred for replacement due to the generator being at a low battery status. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.